Event description:
The pt developed redness and radiating pain in the right lower nasolabial fold treatment area. The physician has diagnosed this as neuritis and prescribed oral medrol dose pack. The physician does not think the neuritis is product related and believes the nurse injector hit a nerve during the treatment. The symptoms were 50% improved at the time of the report. Follow up findings: per the report summary, the physician stated the events were possibly related to the product. Additional treatment of oral vicodin was prescribed to the pt. The symptoms resolved 02/05.